Event description:
Consumer stated that their unknown power chair is leaking grease.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. The malfunction has not been confirmed.